Manufacturer narrative:
(B)(4). Batch # m55m20. Additional information was requested and the following was obtained: did the firing knob break off of the device? The device disassembled totally at the first use if no, please advise which piece broke off the device. Blade malfunction with sliding impossibility and extrusion of part of it did any piece fall into the patient? No. If yes, was it retrieved? Yes. Will all pieces be returned for analysis? Yes. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When asked which piece broke off of the device, it was reported that both ¿the device disassembled totally at the first use¿ and ¿blade malfunction with sliding impossibility and extrusion of part of it.¿ please clarify this information. On this firing, did the device lock out, where it was unable to be fired? Or, on this firing, did the device partially fire and jam, where the staple line and cut line stopped at approximately the same place? Did the reload fall out of the device? Did the handle break? Did the entire device come apart? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, at the first use the device broke off. The procedure was completed by using a new linear cutter. There were no adverse consequences for the patient.